Manufacturer narrative:
Upon evaluation, no defects were found that would have caused or contributed to the alleged cot tip. B5 and h codes updated based upon investigation.

Event description:
It was reported that the cot tipped while in use with a patient. It was further reported that the patient later expired; however, no details have been provided regarding what caused the expiration. Attempts have been made to reach the customer to gather more information on the alleged event, however, the customer has stated that they cannot share any information surrounding the event.

Event description:
It was reported that the cot tipped while in use with a patient. It was further reported that the patient later expired; however, no details have been provided regarding what caused the expiration. Attempts have been made to reach the customer to gather more information on the alleged event.